Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel buckled. Based on the result, we concluded that it was caused due to a physical damage applied on the operation channel. In addition, we confirmed the light guide cable buckled; however, it is not related to the alleged complaint. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Lcb broken, reduced to 70/00%. This event occurred at the time of during inspection. There was no report of patient harm.